Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station stopped displaying patient vitals. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs technical support walked the customer through restarting the xhibit central station (xcs). The customer stated the issue was not resolved. Technical support advised the customer to reach out to their biomed team for resolution. Technical support reached back out to the customer for additional information, however at this time no additional information has been received. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.